Manufacturer narrative:
As reported, the patient experienced pain post implant of soft mesh. Based on the information provided, no conclusion can be made as to the degree to which the implant, may have caused or contributed to the patient¿s reported symptoms. Note, as reported the patient was being treated at a pain center prior to the bard/bd mesh implant. Postoperative pain is a known inherent risk of surgery/use of the device and is listed as a possible complication in the adverse reaction section of the instructions-for-use, supplied with the device. A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in october 2021. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2020 ¿patient diagnosed with suspected pelvic prolapse and urinary incontinence and underwent a t.v.t transactivator procedure (unknown product used). On (B)(6) 2021 ¿ patient diagnosed neuropathic pain in the vaginal sac and root of the right thigh with painful trigger point since tot strip installation due to probable injury to the obturator nerve. We manage to dissect the entire vaginal portion of the right arm of the sling (unknown product) up to the obturator membrane. On (B)(6) 2022 ¿ tvt sub-urethral strip (unknown product used)¿ subtotal hysterectomy ¿ left annexiectomy - anterior and posterior promotion of fixation by robotic way. Part 1: installation of a tye tvt sub-urethral strip (unknown product) - cystoscopy confirms the correct positioning of the needles and the absence of bladder penetration of the strip or urethral wound. The strip is adjusted by providing a suburethral gap of approximately 5 mm. Removal of the shirt and section of the arms of the strip at the level of its suprapubic exit points. Part 2: subtotal hysterectomy and left annexectomy and anterior promontofixation post by robot-assisted coelioscopic way. ¿placement of a posterior prosthesis (likely soft mesh, but not stated in the record), fixed at the level of the levator plates, the utero-sacral ligaments on both sides of the torus on either side of the torus with ethibon 2/0 sutures, placement of the anterior prosthesis (likely soft mesh, but not stated in the record), spread over the anterior vaginal wall and secured with 5 points of ethibon 2/0. 2 ethibon 0 isthmic stitches secure the prosthesis. The prosthesis is then fixed to the promontory with a point of ethibon 0, after repositioning the cervix in an anatomical position without excessive cervical traction.¿ current state of the patient: follow-up pain center from july 2021 to january 2024.